Event description:
It was reported the patient experienced a loss of stimulation therapy. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure and the issue is resolved.